Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist accessed the es server and found that the patient was listed as a placeholder with an unknown admit status due to orders being sent from epic before admission. The technician recommended sending an a01 or a04 message to update the patient status to admitted, noting that the orders may need to be resent from epic afterward. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it orders is not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it orders is not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.